Event description:
Philips received a complaint by the customer on the v60 indicating that a 2002 "system shutdown" error occurred. The device was in use on a patient at the time the reported issue was discovered. The device was swapped with another ventilator, but there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that a ventilator (vent) inoperative (inop) occurred while the device was in use on a patient and requested fco (field change order) remediation. The rse informed the customer that fco remediation could be scheduled, but if the power management (pm) printed circuit board assembly (pcba) does not fix the reported issue, it will need to be removed until the ventilator is repaired. The customer planned to call back with the vent inop codes after accessing the significant event log and requested not to schedule remediation at this time. The customer informed that rse that the date of occurrence was 03/19/2023. The rse reviewed the attached log and discovered that the device was turned on at 9:01 and was powered off (2002 error code) at 9:14-- the log showed that at this time, the ventilator alarmed, and settings were being changed. The customer mentioned to the rse that the respiratory technician (rt) could not clear the alarms and powered the device down to swap ventilators-- following reports were that the ventilator powered off on its own. The rse noted to the customer that a review of the log agreed with what was first reported. The rse also reviewed some of the alarms on the log and advised the customer that if the rt could not clear the alarms, there may be an issue with the ventilator. The rse also advised the customer to perform full performance verification testing (pvt) before placing the ventilator back in service. The customer successfully performed pvt and asked the rt department to go through forcing alarms with the staff. The customer confirmed that no faults were found and attributed the reported issue to the patient circuit not being fully seated and/or a damaged patient circuit. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: additional information received: biomed confirmed that the patient circuit was damaged and was disposed of, and the staff could not turn off alarms which was possibly due to an improper setup of the patient circuit--the repair was handled internally. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.